Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled the os and software, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that ip-pc communication failure disrupted imaging on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.